Manufacturer narrative:
(B)(4)-the sample was returned in a hard plastic container and was not damaged further during transportation. Visual investigation of the sample confirmed that the cuff had been pulled off the tubing of the catheter. Glue residue can be seen on the edges of the cuff showing that at one time it was glued down on to the catheter tubing. However without the tubing being returned for evaluation it cannot be determined the amount of glue that was used to secure the cuff. Since no lot number was submitted with the complaint and review of the sample could not find a lot number; a device history review was not able to be performed. A review of the investigation results did not identify any manufacturing issues that may have contributed to the reported failure mode. Through the complaint report, it was noted that the catheter cuff had been placed at 4 cm under the skin versus the normal, recommended practice of 2 cm. Consequently, when the physician removing the catheter performed the procedure, the tissue around the catheter was dissected to a depth of 2 cm. However, when the catheter was removed, since the cuff material was not adequately dissected from the surrounding tissue, the removal process most probably caused the cuff material to peel off of the catheter as seen in the provided complaint sample. Based on the identified probable root cause (incorrect catheter cuff depth during the placement of the catheter), the customer has been notified of this importance to note the cuff depth prior to removal of the catheter assembly and cautioned to ensure the cuff material has been properly dissected from the surrounding tissue prior to catheter removal. This failure mode will be tracked and trended.

Manufacturer narrative:
(B)(4). Upon completion of carefusions investigation a follow up emdr will be submitted.

Event description:
Physician dissected down about 2cm and began pulling on the pleurx to remove in office on (B)(6) 2015. When able to get to the catheter the cuff was not on the catheter. Booked or room for the following day and removed the cuff on (B)(6) 2015. Dissected down about 2cm additionally and removed an intact cuff. Believes that when the ir placed the catheter in a 7cm (roughly) tunnel tract, the cuff was about 4cm in the tract rather than the 1cm as stated in the IFU. The pleurx catheter was implanted by interventional radiology at medical center on (B)(6) 2015. The patient is doing great.